Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity preloaded intraocular lens (iol) haptic broke. The lens was discarded. No further information is available.

Manufacturer narrative:
Corrected data: it was initially reported that the device was discarded, however, the device was subsequently returned and evaluated. Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: 5/6/2021. Section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection using magnification was performed to the returned sample: scarce residues of lubricant material was observed on cartridge. The lens was observed cut and only one haptic was returned. Also, the tip of the cartridge was deformed. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified however lens cut, haptic detached and tip deformed was confirmed. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted